Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device / malposition of essure device"), fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("diagnostic imaging revealed shattered pieces of the essure in uterus"), allergy to metals ("allergic to nickel") and genital haemorrhage ("heavy bleeding and clotting / abnormal bleeding (general)") in an adult female patient who had essure (batch no. B72576) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia repair and constipation. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal distension ("abdominal bloating"), back pain ("back pain"), alopecia ("excessive hair loss"), urinary tract infection ("urinary tract infections"), bacterial infection ("bacterial infections"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), dizziness ("dizziness"), acne ("hormonal changes describe: acne"), mental disorder ("mental / psychological or psychiatric problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), device expulsion ("expulsion of essure device"), eye disorder ("vision/eye problems"), weight fluctuation ("weight gain / loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and complication of device removal ("she had complications from essure removal procedure"). The patient was treated with surgery (essure removal/ salpingectomy). Essure was removed in 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, allergy to metals, genital haemorrhage, dyspareunia, abdominal distension, back pain, alopecia, urinary tract infection, bacterial infection, migraine, headache, feeling abnormal, dizziness, acne, mental disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, nervous system disorder, dysmenorrhoea, device expulsion, eye disorder, weight fluctuation, gastrointestinal disorder and complication of device removal outcome was unknown. The reporter considered abdominal distension, acne, allergy to metals, alopecia, back pain, bacterial infection, bladder disorder, complication of device removal, cystitis, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: she is consulting with her physician to schedule a hysterectomy. Current weight 134 lbs. 3 coils visible on the right and 3 coils visible on the left side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of both tubes. Imaging procedure - on an unknown date: essure confirmation test. Sometime in 2016 and 2017, diagnostic imaging revealed shattered pieces of the essure coils in uterus.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device / malposition of essure device"), fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("diagnostic imaging revealed shattered pieces of the essure in uterus"), allergy to metals ("allergic to nickel") and genital haemorrhage ("heavy bleeding and clotting / abnormal bleeding (general)") in an adult female patient who had essure (batch no. B72576) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia repair and constipation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal distension ("abdominal bloating"), back pain ("back pain"), alopecia ("excessive hair loss"), urinary tract infection ("urinary tract infections"), bacterial infection ("bacterial infections"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), dizziness ("dizziness"), acne ("hormonal changes describe: acne"), mental disorder ("mental / psychological or psychiatric problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), amnesia ("neurological conditions or problems types: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), device expulsion ("expulsion of essure device"), eye disorder ("vision/eye problems"), weight fluctuation ("weight gain / loss"), constipation ("gastrointestinal or digestive system condition: constipation") and complication of device removal ("she had complications from essure removal procedure"). The patient was treated with surgery (essure removal/ salpingectomy). Essure was removed in 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, allergy to metals, genital haemorrhage, dyspareunia, abdominal distension, back pain, alopecia, urinary tract infection, bacterial infection, migraine, headache, feeling abnormal, dizziness, acne, mental disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, amnesia, dysmenorrhoea, device expulsion, eye disorder, weight fluctuation, constipation and complication of device removal outcome was unknown. The reporter considered abdominal distension, acne, allergy to metals, alopecia, amnesia, back pain, bacterial infection, bladder disorder, complication of device removal, constipation, cystitis, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: she is consulting with her physician to schedule a hysterectomy. Current weight 134 lbs. 3 coils visible on the right and 3 coils visible on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of both tubes. Imaging procedure - on an unknown date: essure confirmation test. Sometime in 2016 and 2017, diagnostic imaging revealed shattered pieces of the essure coils in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events neurological disorder & gastrointestinal disorder were updated to amnesia & constipation respectively. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device / malposition of essure device"), fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("diagnostic imaging revealed shattered pieces of the essure in uterus"), allergy to metals ("allergic to nickel") and genital haemorrhage ("heavy bleeding and clotting / abnormal bleeding (general)") in an adult female patient who had essure (batch no. B72576) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia repair and constipation. *patient underwent essure confirmation test. Sometime in 2016 and 2017, diagnostic imaging revealed shattered pieces of the essure coils in uterus. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal distension ("abdominal bloating"), back pain ("back pain"), alopecia ("excessive hair loss"), urinary tract infection ("urinary tract infections"), bacterial infection ("bacterial infections"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), dizziness ("dizziness"), acne ("hormonal changes describe: acne"), mental disorder ("mental / psychological or psychiatric problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), device expulsion ("expulsion of essure device"), eye disorder ("vision/eye problems"), weight fluctuation ("weight gain / loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and complication of device removal ("she had complications from essure removal procedure"). The patient was treated with surgery (essure removal/ salpingectomy and salpingectomy in 2016). Essure was removed in 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, allergy to metals, genital haemorrhage, dyspareunia, abdominal distension, back pain, alopecia, urinary tract infection, bacterial infection, migraine, headache, feeling abnormal, dizziness, acne, mental disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, nervous system disorder, dysmenorrhoea, device expulsion, eye disorder, weight fluctuation, gastrointestinal disorder and complication of device removal outcome was unknown. The reporter considered abdominal distension, acne, allergy to metals, alopecia, back pain, bacterial infection, bladder disorder, complication of device removal, cystitis, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: she is consulting with her physician to schedule a hysterectomy. Current weight 134 lbs. 3 coils visible on the right and 3 coils visible on the left side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 13-dec-2018: pfs received. Events- "hormonal changes describe: acne, mental, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, bladder infection, vaginal infection, apareunia (inability to have sexual intercourse), bladder problems, urinary problems or changes, nausea, dental problems, neurological conditions or problems, dysmenorrhea (cramping), expulsion of essure device, vaginal discharge, perforation (fallopian tube), vision/eye problems, perforation (uterus) / migration of essure device / malposition, weight gain / loss, gastrointestinal or digestive system condition" and she had complications from essure removal procedure, reporter, lot number, medical history added from pfs and medical record. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic to nickel"), device breakage ("diagnostic imaging revealed shattered pieces of the essure in uterus") and genital haemorrhage ("heavy bleeding and clotting") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain and cramping"), abdominal distension ("abdominal bloating"), back pain ("back pain"), alopecia ("excessive hair loss"), urinary tract infection ("urinary tract infections"), bacterial infection ("bacterial infections"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog") and dizziness ("dizziness"). The patient was treated with surgery (salpingectomy in 2016). At the time of the report, the allergy to metals, device breakage, genital haemorrhage, pelvic pain, dyspareunia, abdominal pain, abdominal distension, back pain, alopecia, urinary tract infection, bacterial infection, migraine, headache, feeling abnormal and dizziness outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, bacterial infection, device breakage, dizziness, dyspareunia, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and urinary tract infection to be related to essure. The reporter commented she is consulting with her physician to schedule a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of both tubes sometime in 2016 and 2017, diagnostic imaging revealed shattered pieces of the essure coils in uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.